Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: it was reported that the device had performance breakage suture. It was received for analysis an unopened sample of product code w9962, lot pdcbrtb0. During the visual inspection of the unopened sample, no defects were found on the packages. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements. An opened sample of product code w9962, lot pdcbrtb0 was returned for analysis. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected and the suture was observed detached do the stress applied to the strand, present damaged on the surface and stress at the end. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to sample condition, the assignable cause of the performance breakage suture was caused by damaged suture.

Event description:
It was reported that a patient underwent a natural birth surgery on (B)(6) 2019 and suture was used. The suture broke when sewing. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.